Event description:
It was noted that on (B)(6) 2026, a 25mm amplatzer amulet was implanted using an unknown delivery system. Approximately 18 hours post-procedure, the patient experienced a cardiac arrest and was found to be in pulseless electrical activity. Pericardial effusion and cardiac tamponade were identified, and pericardiocentesis was performed to resolve the effusion. The effusion was noted to be circumferential. The user reported that they believed the cause of the pericardial effusion was concomitant ablation and the amulet device, and specifically identified the amulet as the device-related contributor. The patient had been on doac and aspirin at the time the effusion was detected and was taking a noac prior to the procedure. During the procedure, the patient was in sinus rhythm, had an act of greater than 350 seconds, and received heparin via drip, followed by administration of a reversal agent (protamine). No difficulties were reported during device implantation, with no partial or full recaptures, and no wire placement into the left atrial appendage. There were no multiple wire or delivery sheath exchanges, as an ablation catheter was used for the delivery sheath, and the left atrial pressure was reported as greater than 12 mmhg. CPR was administered, and the patient was transferred to the cardiac catheterization laboratory, where the patient¿s status was subsequently reported as stable and recovering.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient-device incompatibility was reported with pericardial effusion, cardiac tamponade, and cardiac arrest. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient-device incompatibility could not be determined. The reported pericardial effusion, cardiac tamponade, and cardiac arrest are likely cascading effects from the event. Unexpected medical interventions were a result of case-specific circumstances, as CPR was administered and a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 2993.